Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode. Troubleshooting was unable to resolve the issue. As a result, the ipg was explanted and replaced restoring the therapy.